Event description:
Account alleged that the pt cannot place a nurse call. No pt impact.

Manufacturer narrative:
Technician found loose pins in the communication cable connector. Technician installed a cable saver and repaired the loose pins to resolve the issue.